Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. The implantable cardioverter defibrillator exhibited backup vvi behavior. The device was successfully reprogrammed and the patient would continue to be followed routinely.